Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
It was reported that poly swap was required.